Event description:
Cerebral angio and smatx1 via right radial approach done. Piece of wire was retained during procedure. Attempts made to fish out some of the wire piece by making the nick larger and some was retrieved but not all. Fluoro image shows the wire remnant appears to be extra-arterial compared to indwelling sheath. Vascular surgery consulted for retained wire at right radial access site. Duplex scan: the right radial artery appears to be occluded. There appears to be a shadow noted in the distal forearm that is possibly intra-arterial in the radial artery of the right upper extremity. On (B)(6) 2024: to operating room for right radial cutdown, removal of retained wire.